Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with an implantable neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as interstim-other. Consumer reported they think their first implant was defective. They had to go to 5.0v for them to feel stim. Patient reported this is why the first implant didn¿t last that long. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the first device being defective had not been determined yet per rep on phone - battery issue. It was noted that the patient had recent surgery which was not related to the device/therapy (for something else) and was to be evaluated in a few months. There were no further complications reported or anticipated.